Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy xd drug-eluting stent was prepared, however, was not able to cross the guideliiner and the stent was lifted. The procedure was completed. There were no patient injuries reported.